Event description:
It was reported that patient had revision on a right knee due to pain and instability.

Manufacturer narrative:
An event regarding pain and instability involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been other events for the referenced lot. Conclusions: the event could not be confirmed nor the root cause determined because no medical information was provided. Further information such as pre and postoperative reports, progress notes and x-rays are needed for determining root cause. If additional information and/or medical records are received, this investigation will be reopened and re-evaluated. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
It was reported that patient had revision on a right knee due to pain and instability.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned.